Event description:
Caller states the patient tested 3.6 inr on the coaguchek xs system and 5.8 inr on a comparison lab. Coumadin was held based on device result, but after lab returned the dose continued to be held. No adverse event reported. Requested return of suspect system and replacement was sent.